Event description:
It was reported the pt is experiencing a painful jolting sensation in her back. The pt stated the sensation occurs intermittently whether her scs stimulation is on or off. An sjm rep met with the pt and attempted to reprogram the pt's scs system but was unsuccessful. The pt was instructed to turn her scs system off and to follow-up with her physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.